Event description:
It was reported that the surgeon utilized an impactor and the tip broke off into two pieces. No injuries or delays reported. No more information shown.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The pins in the u joint closest to the threaded tip fractured causing the device to disassemble and become inoperable. All pieces were returned. The device was manufactured 2015 and exhibits signs of extensive wear/usage. This failure was likely due to fatigue loading of the weld joints caused by repeated impacts. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.